Event description:
It was reported that the vns patient passed away. It was reported that the cause of death was cardiac arrest and that there was no implication to vns as related to the cause of death. No additional relevant information has been received to date.

Event description:
The cause of death is listed as pneumonia, anoxic brain damage.